Event description:
It was reported that 46 months post implant of a bifurcated device, and two suprarenal aortic extensions, the patient had a rupture. Reportedly, the patient presented symptomatic, and had a aorto-duodenal fistula, and the aorta was infected. Physician seemed to see a type 2 endoleak to a rupture. However, due to the infected graft. The physician elected to explant the graft, and did an open repair, and treated the patient with a surgical graft.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Imaging studies were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to: a short, conical aortic neck of less than 15 mm in length (8 mm) and a 36% change in the neck diameter. Cautionary product use conditions that might have contributed to this complaint included: the presence of multiple patent lumbar arteries and a patent inferior mesenteric artery. Thirty seven months post implant there was evidence to support a type ii endoleak most likely from the inferior mesenteric artery, for which the patient underwent a coil procedure. At that time, the stent appeared to have adequate overlap. One month later, there was supporting evidence of two separate right sided endoleaks, 4.0 cm and 8.0 cm from the superior stent margin; both areas were enhanced during delayed imaging, confirming the reported type ii endoleak. The sac diameter was unchanged from its original diameter three years prior (~ 7.0 cm). The patient underwent a second subsequent procedure to coil the endoleaks. Due to lack of information, the reported infected graft, aorto-enteric fistula, and rupture due to a persistent type ii endoleak, could not be substantiated along with the third subsequent event of an explant and open repair 46 months post implant. The final patient disposition could not be established. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical review and the reported incident details, a root cause for the reported rupture could not definitely be identified, but the unsuccessful treatment of the type ii endoleak, with a non-endologix wire coil, appears to be the most likely cause of the rupture. No endologix device issue was identified in the clinical review.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available. Device not returned to manufacturer.